Manufacturer narrative:
(B)(4). The reported event was not confirmed as no product was received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown.root cause was unable to be determined as the information provided was limited.multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-06202, 0001825034-2018-06203, 0001825034-2018-06204.

Event description:
It was reported a patient underwent initial left total knee arthroplasty. Subsequently, the patient underwent arthroscopy, major due to acute crepitus.